Event description:
It was reported that the patient experienced inadequate stimulation. It was also noted that the implantable pulse generator (ipg) would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.